Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis patient observed leaks from a stay safe luer lock connector during treatment. Upon follow up, the patients peritoneal dialysis nurse (pdrn) confirmed the event occurred during treatment, the exact phase of treatment is unknown. The pdrn confirmed the patient was able to complete treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The connector used by the patient has been discarded.